Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because does not turn on was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (06/11/2013)-device evaluation: the subject meter and associated test strips were returned on 09/27/2012 and 9/12/2012, respectively. The meter was analyzed by product analysis on 11/16/2012. The reported complaint was not confirmed. The analysis of the meter was normal. No product issues were identified during analysis. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.